Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00554 to provide additional information. The subject device was returned to omsc for evaluation. The clip of the device was not returned to omsc. The evaluation confirmed that the insertion portion of the device had no buckling. The part which we call limiter was broken. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the exact cause for the failure of detachment. Depending on the endoscope¿s position inside the patient, the operation of the slider may become heavy so that the limiter might have broken. Due to the limiter breakage, clipping could not be performed correctly and the clip might not be released. The instruction manual of the device has already warned as follows; do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, two devices were used. Both of them could not release. Therefore, the user pulled them off the tissue. The procedure was completed with another device. There was no patient injury reported. This MDR is regarding the one of two devices.